Event description:
It was reported that on (B)(6) 2022, an amplatzer amulet occluder was selected for implant using a 14f amplatzer steerable delivery sheath. During procedure it was noted that a gentle aspiration of the amplatzer steerable delivery sheath occurred before injecting contrast through the touhy of the amplatzer steerable delivery sheath. It was noted via transesophageal echocardiography and fluoroscopy that there was an air embolus present within the patient after injecting contrast. The patient presented with ventricular tachycardia. The patient had been placed under general anesthesia. A continuous flush of saline through the flushing port had been maintained throughout the procedure. The decision was made to emergently aspirate the air embolus using the amplatzer steerable delivery sheath. There was no clinically significant delay in procedure reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of air embolism after injecting contrast into the patient was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No other complaints were reported on this batch. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that there was continuous flush maintained throughout the procedure, and that the patient was under general anesthesia during the procedure. It was also indicated that the air embolism was thought to have come in through an external merit medical manifold, and that the physician had gently aspirated the sheath prior to the injection of the contrast and the air embolism, against the instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.